Event description:
It was reported that during an unknown procedure the iris valve seal was broken when the surgeon revolved the upper seal ring. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the hap02 device was received with the iris seal torn. The initiation site appeared to be adjacent to the o-ring and migrated approximately 360º around on the upper inner seal ring, and then it propagated toward the lower seal ring. However, it could not be determined what may have caused this condition. The final quality release criteria was met before this batch was released for distribution.